Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. According to information received, the patient¿s spouse contacted the manufacturer to request a return label for the affected device. She reported that her husband had discontinued use of the recalled device after learning of a cancer diagnosis. Per the spouse¿s report, the patient had previously used the device nightly and routinely cleaned the water chamber and tubing on weekends using distilled water and mild soap. The spouse stated that the patient began experiencing health issues after accidentally bumping into a wall in (B)(6) 2022, which caused a mole to bleed continuously. Subsequent hospital evaluation and diagnostic testing revealed that the patient had been diagnosed with cancer in multiple locations, including the lungs, liver, femur, kidneys, and, most recently, the brain. The patient underwent chemotherapy and immunotherapy, which resulted in remission of the cancers affecting the lungs, femur, and kidneys. However, in (B)(6) 2023, the patient began experiencing seizures. Further evaluation confirmed that the cancer had metastasized to the brain. The patient underwent surgical removal of brain tumors in (B)(6) 2024 and again in (B)(6) 2025. As of the most recent report, the patient requires full-time assistance with daily activities such as dressing and feeding and is no longer able to function independently. The device will be returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported " the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. According to information received, the patient¿s spouse contacted the manufacturer to request a return label for the affected device. She reported that her husband had discontinued use of the recalled device after learning of a cancer diagnosis. Per the spouse¿s report, the patient had previously used the device nightly and routinely cleaned the water chamber and tubing on weekends using distilled water and mild soap. The spouse stated that the patient began experiencing health issues after accidentally bumping into a wall in march 2022, which caused a mole to bleed continuously. Subsequent hospital evaluation and diagnostic testing revealed that the patient had been diagnosed with cancer in multiple locations, including the lungs, liver, femur, kidneys, and, most recently, the brain. The patient underwent chemotherapy and immunotherapy, which resulted in remission of the cancers affecting the lungs, femur, and kidneys. However, in march 2023, the patient began experiencing seizures. Further evaluation confirmed that the cancer had metastasized to the brain. The patient underwent surgical removal of brain tumors in april 2024 and again in april 2025. As of the most recent report, the patient requires full-time assistance with daily activities such as dressing and feeding and is no longer able to function independently.the device will be returned to the manufacturer for evaluation." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.